Event description:
The injection of juvéderm® volift¿ with lidocaine into the lips is not an off-label usage.

Event description:
Additionally, the healthcare professional reported injecting the patient in the lips with 1 ml of juvéderm® volift¿ with lidocaine. Two months later, the patient experienced "redness¿ and ¿swelling" in the lateral part of the upper lip only, with the etiology specified as ¿infection vs granuloma formation.¿ four days later, the patient was started on amoxicillin clav aib. The next day, a wound ultrasound was performed that showed ¿no growth.¿ the patient visited another physician 3 days later where there was a removal and cleaning of the wound and tissue was sent for pathology, with the results still pending. The event resolved 3 days later.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported an off-label usage of juvéderm® volift¿ with lidocaine into the lips of a patient two months ago. Patient now experienced lateral lip swelling and pus drainage.

Manufacturer narrative:
(B)(4). The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.